Manufacturer narrative:
H6 - final analysis found that the device was operating in "eol" mode even though the battery was only partially depleted. When the battery was replaced, the device functioned normally. Tests were unable to determine why the device switched to eol mode.

Event description:
Information received from the field does not address the patient's clinical status but notes premature end of life.